Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation revealed damaged to the neoprene sleeve (collapsed). During device functioning, the ar-6420cl tubing was assembled to an ar-6480 pump to be tested under normal use conditions. When powering on, it was observed that the pump audible alarm was triggered for low pressure. Device was also check for leaks and no leaks were observed. Most likely caused by unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.

Event description:
It was reported that during a knee surgery the pressure generated by the device ar-6480 (sn (B)(6) was too high and the 3 l bag was pumped into the knee. According to the surgeon the error was caused by the tubing ar-6420cl (lot: o9004) as the neoprene sleeve was compressed and twisted. The error was reported when the surgery wasn`t finished and therefore it is not known if any harm to the patient occurred due to the failure. No further information received. Update avoe 03-aug-2021: it was confirmed that the patient suffered swelling due to the error. The swelling has gone by now and no further treatment was necessary to remove the fluid from the knee. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.